Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If ther is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid left circumflex (lcx). The lesion was predilated with a 1.5mm apex balloon. A 2.00x8mm apex balloon was then dilated in the lesion and during the second inflation the apex balloon ruptured at 12 atms. The balloon was successfully removed from the pt and the procedure was completed with a 2.5mm non bsc device. There were no pt complications reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.